Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar and unipolar impedance and rising impedance. A possible fracture was also noted on the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.